Event description:
A patient received 500ml of erythromycin-saline for "supporting pristaltic" after a surgery. 500 mg erythromycin was diluted in 500 ml saline and the pump was set to deliver 42 ml/hr. The infusion started 11:15 am and should have been ended at around 11pm, but was actually finished by 9 pm. According to the pump 93 ml should remain, but the bag was empty. Despite baxter's efforts to obtain information regarding specific pt information, pump set-up information, medical intervention and pt injury, no additional information was provided.